Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that upon review in latitude nxt the implant date of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode information had question marks in place of that information. Technical services (ts) discussed troubleshooting. Additional information is being requested by the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that analysis confirmed this appeared to be a benign premature battery depletion (pd) error. There were no other errors or faults observed. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services (ts) advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. Additional information was received that a premature battery depletion (pd) error was observed. Ts noted an unusually high number of memory errors and the second instance that the pd had been erased. Ts noted either this patient is being exposed to an environmental condition or this s-ICD is experiencing a hardware issue. The field representative questioned what the recommendation for replacement was. Ts discussed that although this s-ICD is operating normally from a therapy standpoint, the multiple memory errors was of concern and is physician discretion whether to replace this s-ICD or not. This s-ICD remains implanted and in service.

Event description:
It was reported that upon review in latitude nxt the implant date of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode information had question marks in place of that information. Technical services (ts) discussed troubleshooting. Additional information is being requested by the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that analysis confirmed this appeared to be a benign premature battery depletion (pd) error. There were no other errors or faults observed. Additional information was received that a premature battery depletion (pd) error was observed. Ts noted an unusually high number of memory errors and the second instance that the pd had been erased. Ts noted either this patient is being exposed to an environmental condition or this s-ICD is experiencing a hardware issue. The field representative questioned what the recommendation for replacement was. Ts discussed that although this s-ICD is operating normally from a therapy standpoint, the multiple memory errors was of concern and is physician discretion whether to replace this s-ICD or not. This s-ICD remains implanted and in service. According to additional information, this s-ICD was explanted due to the aforementioned pbd and data errors. Another s-ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that upon review in latitude nxt the implant date of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode information had question marks in place of that information. Technical services (ts) discussed troubleshooting. Additional information is being requested by the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that analysis confirmed this appeared to be a benign premature battery depletion (pd) error. There were no other errors or faults observed.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. Correction to all instances of pd (patient data), changed to bd for (battery depletion) in b5. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that upon review in latitude nxt the implant date of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode information had question marks in place of that information. Technical services (ts) discussed troubleshooting. Additional information is being requested by the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that analysis confirmed this appeared to be a benign premature battery depletion (bd) error. There were no other errors or faults observed. Additional information was received that a premature battery depletion (bd) error was observed. Ts noted an unusually high number of memory errors and the second instance that the bd had been erased. Ts noted either this patient is being exposed to an environmental condition or this s-ICD is experiencing a hardware issue. The field representative questioned what the recommendation for replacement was. Ts discussed that although this s-ICD is operating normally from a therapy standpoint, the multiple memory errors was of concern and is physician discretion whether to replace this s-ICD or not. This s-ICD remains implanted and in service. According to additional information, this s-ICD was explanted due to the aforementioned bd and data errors. Another s-ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.